Event description:
Xi robotic hook had a piece of plastic break off from the handpiece. When putting the handpiece into the patient, it was noted that a small piece of the plastic was bent back. Piece was retrieved; however, when comparing to another hook handpiece it could be seen that a small football shape piece of plastic was missing approximately 2cm. X-rays were done, field and abdomen checked and trocars - nothing was seen. No harm to patient.